Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted in the reset process, and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue reappeared.